Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
A customer in (B)(6) reported a variance between the inratio inr result and lab inr result. The event occurred sometime in (B)(6) 2016 but the exact date was not known. The results were as follows: inratio 1.6, laboratory 2.7, therapeutic range unknown. It was reported that the finger was being milked after the finger stick to obtain sufficient blood sample. No adverse event was reported. (Note: the inratio2 product 99008g1 is not available in the united states; however, this MDR filing is due to a same or similar device being available in the united states.)